Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the device was heating up quickly was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had insufficient/low power and would not run. It was further determined that the device failed pretest for general condition and check the power with power test bench. The assignable root cause of this condition was determined to be traced to component failure due to wear.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation update: the actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the device was heating up quickly was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had insufficient/low power. It was further determined that the device failed pretest for general condition and check the power with power test bench. The assignable root cause of this condition was determined to be traced to component failure due to wear. B5, h10: it was erroneously reported in the initial medwatch report that during service and evaluation, it was determined that the device would not run. Upon further investigation, it was determined that this malfunction did not occur. Please note that the device evaluation has been updated to reflect this change.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: e1: reporter's phone number: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI ¿ (B)(4).

Event description:
It was reported from latvia that during routine inspection it was observed that the small battery drive device was heating up quickly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.